Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they didn¿t use the implantable neurostimulator (ins) for approximately three to five years. The consumer began having increased pain so they went to their healthcare provider¿s clinic on (B)(6) 2016 where it was determined the ins was overdischarged. Two trickle charges were performed followed by a normal charge and the power on reset (por) 0x2608 error code being cleared. A lead check was performed and reprogramming was done. Following this it was noted the battery had very rapid battery depletion. At the current time the ins remained implanted and the issue was resolved, but the consumer was instructed to monitor the battery level closely and charge as needed. The consumer was referred to a neurosurgeon for a lead revision/replacement and ins replacement, but it was unknown if surgery was currently scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.